Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue; piston rod not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data and alarm history revealed no evidence of a motor-related issue; call service alarm for no cartridge detected was noted on april 22, 2015. On investigation, the pump was exercised for 24 hours without issue. Ez-prime steps were performed correctly and the pump executed rewind/load steps correctly. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The pump was determined to be performing within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).